Event description:
The patient reported they got a major infection in 2004 and the pump was explanted for one year. The patient was hospitalized for 3 weeks and was treated with antibiotics with a central line for 3 months. The patient indicated that her body had a problem with implants. The patient reported that she got down to 90 pounds from 200. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the infection got a yellow pus that built up and had to be drained multiple times. It was also noted the patient got really sick for a while when she ¿got down to (B)(6).¿

Manufacturer narrative:
Catheter model # 8709, lot # l64347, implanted on: (B)(6) 1999, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).